Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia (specific date not reported) for abutment replacement. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 27, 2023.